Manufacturer narrative:
Product event summary #(B)(4) - we did receive performance data collected from the lead and have analyzed the data. There were two episodes of non-sustained tachycardia less than 220 miliseconds recorded on 2012 (B)(6) and 2012 (B)(6). There were elevated episodes of superior vena cava (svc) coil impedance and defibrillation active impedance occurring on the (B)(6) 2012 of greater than 120 to greater than 180 ohms. Out of threshold, subthreshold lead impedance alert occurred 2012 (B)(6). The proximal segment of the lead was returned and analyzed and no anomalies were found. The overlay tubing had environmental stress cracking. The outer insulation had a depression.

Event description:
It was reported that there was a lead warning for high impedance on the superior vena cava coil and the right ventricular coil on the right ventricular lead. Noise was also visible on the right ventricular coil on electrogram. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).